Event description:
The info received indicated that during an endovascular stenting procedure, it was difficult to inflate and deflate the balloon. No resistance and no difficulty were met while advancing the device through the vessels, while positioning the device on the lesion or while crossing the lesion. The balloon inflation was very difficult, as it was slow. When the balloon inflation reached 12 atm, it was unable to be inflated. The stent was not fully deployed and the balloon could not be inflated or deflated. The only solution that the physician found was to inflate the balloon at the maximum safe pressure (less than 30 atm). He had to keep the pressure around 30 atm during 40 seconds, at this point the system balloon was able to be inflated. The balloon inflated completely and the stent was deployed correctly after 10 minutes. Then, the physician succeeded in deflating the balloon, but it was very slow and very difficult. The procedure was completed as expected; the stent was well positioned and deployed. The balloon was removed without difficulty through the guiding catheter (not as a unit). The balloon was tested after the use, out of th pt and it still did not work correctly. The surgeon suspects there was difficulty of the solution to pass through the device in order to fill in or to drain the balloon; he felt a resistance inside the device. There was no leakage anywhere on the device.

Manufacturer narrative:
The product was not returned for evaluation. The product, palmaz genesis balloon expandable stent, is not distributed in the united states, however, it is similar to the palmax genesis transhepatic biliary stent distributed in the united states. Add'l info will be submitted within 30 days from receipt.